Manufacturer narrative:
The patient's initial admission for hemolysis is referenced in manufacturer report number # 2916596-2021-01217. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was re-admitted for hemolysis on (B)(6) 2016 after his first admission on (B)(6) 2016. The patient was treated with bivalirudin intravenously and discharged home after ldh decreased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemolysis, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established through this evaluation. The patient remained ongoing on (B)(6) until going through a pump exchange on (B)(6) 2017 (refer to MFR#: 2916596-2021-01116). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 titled ¿introduction¿ lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 titled ¿patient care and management¿ also outlines the recommended anticoagulation therapy and inr range (under "anticoagulation"). No further information was provided. The manufacturer is closing the file on this event.